Event description:
Patient reported experiencing elevated blood glucose levels with their backup device. Patient believes the backup device is not giving basal rates, but it is definitely giving boluses. When the patient used another device their blood glucose would be normal and when they use the backup device their blood glucose would elevate. Patient administered additional boluses to reduce blood glucose.